Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent deployment issue and removal difficulty occurred. The 95% stenosed target lesion being treated was located in the superior vena cava (svc). An 18 x 60mm x 100cm wallstent-uni endoprosthesis self-expanding stent was then advanced to the svc and deployed. It was then noted that the proximal portion of the stent had not fully expanded due to the heavily obstructed svc. Removal difficulties were encountered while trying to withdraw the wallstent delivery system, but it was successfully removed after a period of time. To complete the procedure, another wallstent was then advanced and deployed in the svc. No further patient complications were reported and the patient's status was stable.